Manufacturer narrative:
No button error alarms were found. However, the unit had unresponsive buttons response due to corroded keypad traces. The unit had a minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 230 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.